Event description:
When they received the items they were not sealed or half sealed and were preactivated. One of the items exploded in one of the employee's face, into their eye, had to go to a doctor. On 6/6/01, spoke with lab support staff supervisor, who stated when the pack exploded into the employee's eyes, employee immediately irrigated their eyes. Employee experienced continued burning sensation, particularly to the left eye. Employee saw an optometrist, who examined their eyes and prescribed eye ointment. The employee is not experiencing any difficulties at this time and is doing well.